Manufacturer narrative:
E1: patient city: (B)(6) patient country: canary islands.

Event description:
Reference number (B)(4) event occurred in canary islands. It was reported that the patient faced the infusion set tubing issue on (B)(6) 2025. The infusion set tubing was bent and leads to high blood glucose levels. The patient was treated with insulin. No further information available.